Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 138 mg/dl. The customer states that the part where he puts the reservoir the o-ring has fallen apart. Troubleshooting was performed for damage and noticed the pump is cracked on top of reservoir compartment. The customer states reservoir did not lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with missing retainer with customer applied glue/adhesive to reservoir tube lip area. Unable to perform displacement test due to missing retainer. No missing/segments/partial display anomalies noted during testing. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and faded serial number label.